Event description:
Customer reportedly received results of 424 mg/dl and 105 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Pt experienced an edema and redness of the upper lip allegedly about 6 weeks after the hydrelle injection. Pt was treated with keflex (500mg). The event was resolved in about one week.

Manufacturer narrative:
The returned vial had more strips than it should have. This is interpreted as the customer mixing strips in a vial, so it is not possible to know for certain the lot number of the strips that were returned.